Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing a positive fill estimate that did not match caller¿s expected insulin amount. There was no reported impact to the customer¿s blood glucose level. Customer was educated that positive value indicated at least the displayed amount of insulin, disconnected and delivered a bolus once to update estimate, confirmed that difference remained over 30 units, and then worked with technical support to reload same cartridge; customer declined further bolus testing, planned to monitor, and was advised to follow up if needed.